Event description:
It was reported that patient was revised on a left knee due to pain and instability.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not available.

Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding pain, instability and decreased range of motion involving a triathlon insert component was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection of photographs provided indicate explantation damage, burnishing on the inferior surface and polishing on the two superior bearing condyle surfaces. Without product return it is not possible to inspect the insert further. Medical records received and evaluation: during revision the bearing thickness was decreased from 11-mm to 9-mm as well as the patella was resurfaced. No x-rays are available for review. Principal failure mode of this case is procedure-related regarding all aspects of the bearing exchange to improve rom by improving the motion space of the knee by reduction of bearing thickness as well as the potential patellar resurfacing if performed. The reported instability aspect is probably marginal or non-existent because reduction in bearing height is contradictory to treatment of instability. No information to suggest that device-related aspects have played any role as also supported by the visual findings of the explant. From the patient-related perspective there is little information, at least body weight was near normal and as such not relevant. This pi case is not device-related. Device history review: review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for this lot. Conclusions: based on the limited information provided the medical review indicates that principal failure mode of this case is procedure-related regarding all aspects of the bearing exchange to improve rom by improving the motion space of the knee by reduction of bearing thickness as well as the potential patellar resurfacing if performed.

Event description:
It was reported that patient was revised on a left knee due to pain and instability.